Manufacturer narrative:
Other devices reported: pump-(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump: (B)(4), catalog: 1103 exp. Date: 05/31/2018 mfg. Date: 05/31/2016 (B)(4). One controller was returned for evaluation. The pump was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Supplemental testing was performed on this controller, which included testing the controller for an extended period of time at room temperature. At the end of the run test, thermal images were taken on both controller's surfaces (top and bottom). The readings obtained indicate that the temperatures on both controller's surfaces are similar to the known good working controllers. Both controller's surfaces (top and bottom) were felt normal to the touch. The narrative in the event details stating, "patient did report that the controller was feeling hot to the touch prior to the incident event" could not be verified at the bench level. Log file analysis revealed that the event occurred on (B)(6) 2016, when the patient experienced an electrical fault alarm at 09:59:16. The electrical fault alarm was due to a "sys_rear_phase_c_open", which indicates that one of the phases on the rear stator was open, causing the pump to run on the front stator only. Three additional electrical fault alarms occurred at 09:59:47, 10:01:47 and 10:04:47; all were due to an open phase on the rear stator. The electrical fault alarms caused the pump to run on a single stator, increasing the power consumption and triggering high watt alarms at 10:06:48. The driveline was disconnected at 10:09:22 and reconnected at 10:11:24. After reconnecting the driveline, the controller logged an electrical fault alarm due to "sys_rear_not_connected". The driveline was again disconnected at 10:11:48 and reconnected at 10:12:08. A vad stopped alarm was logged due to a failure of the pump to start at 10:14:47 and 10:16:15, after which a vad disconnect alarm was logged at 10:16:15. The electrical fault alarms are associated in the risk documentation to multiple potential causes such, but not limited to, driveline cable or connector malfunction, foreign material inside of the driveline connector and/or a marginal driveline connection. However, none of those potential causes could be verified at the bench test. The electrical fault alarms observed in the log files could not be duplicated at the bench test. The root cause of the electrical fault alarms can be attributed to an open phase on the rear stator. The vad stopped alarm was due to a failure of the pump to restart after several attempts. An internal investigation has been open to evaluate the failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while at home cooking this patient experienced an "electrical fault" alarm followed by a "controller fault" alarm. The patient was successfully exchange to the back-up controller without issue. He reported feeling dizzy just prior to the exchange but never lost consciousness. The patient also did reported that the controller felt hot to the touch prior to the incident. No further information was provided.